Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from either the "portsmouth - 15hr xylene free" protocol started in retort a at 16:46pm on (B)(6) 2016, which completed successfully at 06:44am on (B)(6) 2016; and/or the "overnight ultras" protocol started in retort b at 17:49pm on (B)(6) 2016, which completed at 07:00am on (B)(6) 2016. These protocols comprised 144 and 72 cassettes, respectively, based on data entered by the user into the instrument software. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "portsmouth - 15hr xylene free" protocol started in retort a at 16:46pm on (B)(6) 2016 and the "overnight ultras" protocol started in retort b at 17:49pm on (B)(6) 2016, from which it was determined that sub-optimal tissue processing was reported by the complainant. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument either prior to, or during execution of either the "portsmouth - 15hr xylene free" protocol started in retort a at 16:46pm on (B)(6) 2016 or the "overnight ultras" protocol started in retort b at 17:49pm on (B)(6) 2016, from which sub-optimal tissue processing was reported. The root cause of the suboptimal tissue processing reported could not be determined from the information provided.

Event description:
A leica field service engineer (fse) reported that the laboratory had advised of sub-optimal processing of tissue samples. The fse that reported that the complainant had advised: "the blocks appeared brittle and microscopically they were unable to diagnose due to poor nuclear detail"; and that the reagent in bottle 9 had been replaced on (B)(6) 2016. On (B)(6) 2016, the leica sales account manager received information from the laboratory that analysis of a sample of the reagent from bottle 9 (ipa), which had been on the instrument during the processing run(s) from which sub-optimal tissue processing had been identified using nuclear magnetic resonance (nmr) spectroscopy, showed that the sample was composed of ipa only, and that no ethanol was detected in the sample. On (B)(6) 2016, a leica field support scientist reported that: "when I visited the customer last week, she informed us that there were 63 patient samples on the affected run. 20 have had a diagnosis, 9 have limited diagnosis but 12 were being recommended for re-biopsy. They were still waiting for confirmation of the remaining samples". On (B)(6) 2016, leica biosystems received the following information from the laboratory: "further review meeting is arranged for 23/02 and the information collection is still on-going regarding report authorization and data collection. On a large number of cases, I am still awaiting response from the clinicians". The laboratory also advised that re-biopsy of one (1) patient had been performed; and the gender and age of this patient were provided.